Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination can be performed. A review of the traceability inventory records and the device "hsitory" records aren't possible because reference and lot number of implant wasn't available. From lonely information provided, based on the complaint report , the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue is "forseen" by the IFU: it's a potential adverse event. The cause for the heterotopic ossification is undetermined. In fact, according to the "projet" manager and after study of recurrence of heterotopic ossification, several "issue" can cause this event but with this few information provided, the cause cannot be determined. Requests for additional information from the reporter did not give any additional informations. The exact root cause of the heterotopic ossification remain undetermined. If additional informations were received that allow to draw a conclusion for this case. Another report will be sent. Not returned as still implanted.

Event description:
Mobi-c p&f us : heterotopic ossification. (B)(6) reports, on oct. 29th 2018, on the zper with the information extract to the annual mobi-c enhanced surveillance survey that the surgeon reported an event of heterotopic ossification on a patient that was implanted with mobi-c in the past year. Surgeon chose not to provide any further details. No information provided about the surgery .